Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 100ml/hr and 23.4ml with safeday set. The pump tested in specification as follows, with upstream and downstream pressure alarms functioning: 1st test: 23.8ml or 101% of expected volume. 2nd test: 23.9ml or 102% of expected volume. 3rd test: 23.9ml or 102% of expected volume. Occlusion pressure tested in specification at 9.8psi (low; range is 5.8-14.5) and 18.0psi (high; range is 14.5-23.2). Incoming pump pressure set to high. Log review shows on (B)(6) 2013 and 22:01pm an infusion start of 100ml/hr. At 22:03pm a pressure alarm stopped the infusion with a volume infused of 1.2ml. Pump was powered-off and then back-on and at 22:05pm a 800ml/hr prime took place. An immediate pressure alarm occurred. Pump was powered-off and then back-on and at 22:06pm an infusion start of 100ml/hr. At 22:21pm infusion was stopped with a volume infused of 23.4ml. Based on the results of the investigation, the pump operated as intended. No specific conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: event: underinfusion; set pump to deliver 150ml over 90 min. Screen on pump showing 100ml/hr. Using safeday IV set, 352900, which is vista pump compatible. All clamps opened. Iron added to IV of 0.9%, which turns black, nurse noticed that it took 8-10 min. Before the iron reached the distal end of the tubing, at this time, patient complained of pain at IV site, nurse noticed that the IV site was beginning to infiltrate. No alarming of pump. IV stopped, IV catheter (peripheral line 23g x 3/4 in butterfly) pulled. This occurred on the pd (peritoneal dialysis) dept.